Event description:
It was reported that an air in line alarm was triggered once a primary infusion resumed. This was observed during use of an unspecified quantity of non-dehp continu-flo solution sets, after a secondary infusion completed using non-baxter secondary sets. With different size intravenous (IV) bags and set up variations, it was observed that the drip chamber on the primary bag could tip and air drawn into the IV tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.